Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the pic n st rp 5800 network that there was an alarm issue, when moved from one location to another. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Additional details about the event were requested, the biomed responded they were informed the device never had sound. When the device was installed, the sound was not turned on. The biomed confirmed the device was not defective, the issue was resolved by changing the configuration on the device to enable the sound. The device serial number reported by the customer is owned by another facility. Multiple attempts were made to confirm the device identifier; however, the customer did not provide objective evidence.